Manufacturer narrative:
(B)(4).date sent: 12/2/2021. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. If the product is received at a later date, the investigation will be updated as applicable. Additional information received: item has not been shipped at this time. Facility has declined to release the item and is not planning, did not elaborate further. Claimed they will not be providing additional information regarding this file at this time.

Event description:
It was reported that a linx device was explanted due to patients¿ symptoms returning and that the device was no longer helping.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot number was provided therefore a device history could not be done. Additional information was requested, and the following was obtained: on what date did the implant take place?- facility has not shared. What is the product code? ?- facility has not shared. Lot #??- facility has not shared. Does the patient have any of the allergies to metals? If so, what test have been done to test for metal allergies. ?- facility has not shared. Is the patient currently taking currently taking steroids / immunization drugs? ?- facility has not shared. Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? ?- facility has not shared. Was there any hiatal or crural repair done at the same time as the implant? ?- facility has not shared. Was mesh used at time of implant? ?- facility has not shared. What was the reason for removal of the linx device? ¿ patient reflux came back. At the time of removal, was the device found in the correct position/geometry at the time of removal? ?- facility has not shared. Have the symptoms resolved since the device was explanted? ?- facility has not shared.. Have reached out to contact via phone to get answers to questions listed above. No responses at this time. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.